Event description:
According to the information received, screen went black, product images have disappeared, menu temporarily unavailable. No adverse health effects have been reported for the patient. After restarting, the system operated normally, and the surgery was completed as scheduled. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).